Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted nine years, 10 months, underwent valve-in-valve procedure in mitral position due to stenosis. A 26mm valve was implanted inside the failing 27mm valve. Final mean gradient was 3 mmhg with trace pvl.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received information that a patient with a 27mm mitral valve implanted nine years, 10 months, underwent valve-in-valve procedure in mitral position due to stenosis. There is a significant gradient across the valve of 20 mmhg. She is nyha class iii-IV with her symptoms. A 26mm valve was implanted inside the failing 27mm valve. Final mean gradient was 3 mmhg with trace pvl. The patient was transported to recovery in satisfactory condition. She was discharged home in good condition on pod #2.